Event description:
It was reported that patient underwent an orthopedic salvage shoulder procedure on an unknown date in 1994. Subsequently, patient underwent a revision procedure on (B)(6) 2004 due to an unknown reason. Patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason. Another revision procedure was performed on (B)(6) 2014 due to a fractured stem. A review of the invoice history confirmed the revision procedures; however, an invoice could not be located to confirm the initial surgery date. It further indicates that the liner was removed and replaced on (B)(6) 2013. Invoice history indicates patient was implanted with a biomet comprehensive segmental revision system on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-05323, 05436 & 05437).